Event description:
The patient reported that the display of the infusion device is damaged. She also reported experiencing elevated blood glucose levels and she does not believe the infusion device is delivering insulin properly. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.